Manufacturer narrative:
B3 date of event aware date used as event date is unknown.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a mitral valve procedure. The physician had a computed tomography scan performed prior to this procedure. The imaging showed that the closure device did not seal the laa. The physician did not perform any intervention or treatment at this time. The patient was not experiencing any complications from this event. It was further reported that the imaging showed that the leak around the device was less than 3mm. There is no allegation of closure device did not seal, a leak less than 5mm is considered effective closure of the laa.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a mitral valve procedure. The physician had a computed tomography scan performed prior to this procedure. The imaging showed that the closure device did not seal the laa. The physician did not perform any intervention or treatment at this time. The patient was not experiencing any complications from this event.